Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with manufacturing specifications and procedures. Based on the information received, the cause of the reported air embolism was due to use error. The IFU states 'do not prime while the catheter is inside the patient'.

Manufacturer narrative:
(B)(4).

Event description:
During an atrial fibrillation ablation procedure, an air embolism occurred. During the procedure, the saline irrigation bag ran dry, which caused air to be drawn into the cool point tubing set. The cool point pump alarmed due to the air and attempts were made to purge the air from the system using the pump. The cool point tubing set remained attached to a tacticath quartz ablation catheter, which had previously been placed across the inter-atrial septum into the left atrium. While purging air from the tubing set, the catheter was not isolated and the stopcock on the tubing set was not switched to the off position. The patient decompensated and experienced a cardiac arrest due to an air embolus in the right coronary artery. The patient was successfully resuscitated and transferred to the coronary care unit following coronary angiography. The patient then awoke from general anesthesia with no neurological deficits. There were no performance issues with any sjm device.